Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the screen was worn and had some black spots and do not light u making it harder to read. Customer stated that the insulin pump was rejecting brand batteries before. Customer stated that the battery life diminished. Customer stated that the rewound was slower than in the past. Customer stated that the insulin pump had a few random no delivery alarm. Customer stated that the sometimes buttons had to be hit twice and sometimes the right arrow button was stick down when pressed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. All buttons function properly. No stuck button error alarms noted during testing. No damage was noted to keypad assembly and connector on electrical board was locked properly during visual inspection. No unexpected rewind anomaly or insulin flow blocked alarms noted during testing. No back light anomalies, battery or power anomalies noted during testing or in the detail trace and power management graph. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads, scratched case and pillowing keypad overlay. (B)(4).